Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported the led was blinked, however the values has been displayed on the monitor intermittently. The value has become to be displayed normally as known products once the sensor replaced. This event has been occurred within 1 minute from they wrapped the sensor around the patient's finger, and no patient impact. At that time, they were about to start the monitoring of the patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6). Corrected data: exp date corrected to 02/01/2020.